Event description:
My wife bought a heating pad from aldi store #16 in (B)(6) 2025. On (B)(6) the pad stopped heating while she was sleeping. Upon inspection it appears the control unit overheated inside and melted the case on the end where the lead goes to the pad. The controls are seized. The case is made out of hard material and the attached picture will show how it warped from the heat. I called aldi customer service and started a case with aldi march 7th. I wanted to report this in case there are others with this issue where it could be a fire hazard. My aldi case #(b))(4) I have retained the item aldi will be sending a return kit to analyze unless you would like to have it.